Event description:
The pt reported that the adhesive on his insulin infusion set is not properly adhering. He stated the headsets came off after about 1 day or less of use. He said this has only occurred with his current box of infusion sets. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.